Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 4.0 x 60, 135cm mustang was advanced for dilatation. However, the balloon burst upon initial inflation at 10 atmospheres for a few seconds. The device was removed and the procedure was completed with another balloon. No patient complications reported.